Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported the patient underwent total hip arthroplasty in (B)(6) 1995. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation caused by patient anatomy and poly wear. The liner and head were removed and replaced. Per the surgeon, there were no issues with the implants. After the revision, the patient underwent a closed reduction under anesthesia on an unknown date due to instability and dislocation. Patient was again revised on (B)(6) 2015 due to poly wear. The liner and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported the patient underwent total hip arthroplasty in (B)(6) 1995. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. The liner and head were removed and replaced. The patient underwent a closed reduction under anesthesia on an unknown date due to instability and dislocation. The hip seemed stable but, with age being a factor, the surgeon decided to convert the patient to a constrained hip. The patient was again revised on (B)(6) 2015. The liner and modular head were removed and replaced.